Event description:
The customer stated that she tested her blood glucose and received a reading of 136 mg/dl. She retested within a couple of minutes and received a reading of 60 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.

Manufacturer narrative:
This complaint was not made a potential MDR until more information was obtained from the customer, so it will be submitted past the 30 day window.